Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed by engineering and it was determined that the device had entered ble lockout due to patient role session time threshold being reached. The threshold was reached due to a high number of episodes being transmitted and the device not being interrogated for over a year. This behavior is per design specification as a part of a cybersecurity feature.